Event description:
It was reported that during a routine follow up this cardiac resynchronization therapy defibrillator displayed an unexpected decrease in remaining longevity. At the follow-up approximately six months ago the remaining longevity was 2.5 years remaining, but at the most recent follow-up the remaining longevity was 10 months. Premature battery depletion was suspected. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Information received from the local field representative indicated that the physician was informed and planned to replace the device in the near future. The patient is not pacemaker dependent and no adverse patient effects were reported. Should additional information become available on the outcome of this event, a follow up report will be submitted.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a routine follow up this cardiac resynchronization therapy defibrillator displayed an unexpected decrease in remaining longevity. At the follow-up approximately six months ago the remaining longevity was 2.5 years remaining, but at the most recent follow-up the remaining longevity was 10 months. Premature battery depletion was suspected. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and is no longer in service. No further adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At a follow-up on august 2019 the remaining longevity was two and a half years, then, on november 2019 the remaining longevity was one and a half year, finally, on february 2020 the remaining longevity was ten months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.